Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the cause of the discordant bun, ecrea, glucose and tp_c results was due to user error. The customer did not follow the instrument alarm that warned the operator that the cell conditioner bottle required re-filling. The tsc determined that there was no instrument malfunction during the time of this event. The instrument is performing according to specifications and no further evaluation of the system is required.

Event description:
Discordant, low urea nitrogen (bun), enzymatic creatinine (ecrea), glucose and total protein concentrated (tp_c) results were obtained on an advia 1800 instrument for two patients. The discordant results were reported to the physician(s). The same samples were repeated on the same system and the corrected results were reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant bun, ecrea, glucose and tp_c results.